Manufacturer narrative:
Product analysis: it was determined at analysis that the external pulse generator (epg) hanger assembly was broken, which was replaced. The atrial and ventricular connectors were broken which were also replaced. The "lcd" cable insulation had not been compromised. The battery drawer, battery cable and routing were inspected, no observations noted. The device was checked for metal particles, no observations. Device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement reported.